Event description:
It was reported that the patient was unresponsive. The hcp did not know if the patient's condition was pump related. The hcp planned to have the patient undergo MRI in an attempt to determine the cause of the patient's condition. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).